Event description:
I started using the fascia blaster around (B)(6) 2017. She said to go to a level 7 on the pain scale, but even going lightly I would get bruises and staining that would last weeks. I tried again every time the bruising would go away, but I couldn't be consistent because of it. This product claims to get rid of cellulite, but I just kept getting more of it. I started with a little bit on my butt and the back of my legs, and when it worsened, she called it the worse before better stage. I also developed loose skin on my arms, and crepe skin on my legs and side of butt as well. After using her fascia nugget tool, I ended up with a dent in my leg. Her ads on facebook were constant, and they made it sound so easy. It definitely wasn't, I was always weak and very bruised during the process. It seems to just worsen, even though it's been like 9 months.